Event description:
It was reported that the dressing was partially stuck within the seal, which caused the seal to open. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and indicated no discrepancies. Pm logs were reviewed and all pm's were completed with no discrepancies found. Affected amount: 2pcs aquacel ag surgical drs 4x20cm was manufactured under sap code (B)(4) and manufacturing lot number 8l03677. Lot # 8l03677 was sterilized under lot 1220875641 and released on review of results of sterilization provided by sterilization company steris. The production process, in process testing and packaging of products was run in accordance with (B)(4) for machine doyen 5. Visual inspection in accordance with (B)(4) was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8l03677. This is the only complaint for the affected lot registered within the complaint system. A photograph has been received and has been evaluated. The photographs confirm the product and complaint issue. The photographs also confirm the malfunction code. Two events were opened for this issue for this product on doyen 5. Root cause investigations were completed and the issue was found to be the speed of the line was causing the web to bounce. The bouncing movement causes product displacement post pad cutting. The parts can move into the sealing area resulting in a breach in the seal post heat sealing. The result is product with an open seal, leading to non sterile product. The issues have been rectified and no further action is required. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)